Manufacturer narrative:
Product event summary: the mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and appeared to have been damaged during use.

Event description:
It was reported that a delivery catheter from one left-heart delivery system was used as an inner catheter for an outer guide catheter belonging to a second delivery system which did not contain an inner catheter. During slitting, the delivery catheter slit in half, leaving half remaining in the outer guide catheter. No action was taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.